Manufacturer narrative:
We have received reports indicating that the voice prosthesis has been inserted into the loading tube with the esophageal flange in a back folded position, this could lead to a significant increase in insertion force being applied to the blue valve seat. The correct folding procedure, where the esophageal flange is in a forward folded position is clearly described in the clinicians manual. To further emphasize the importance of correct folding procedure we have today initiated a notification (attached) to medical professionals inserting the provox2 voice prosthesis. Further investigation is ongoing to rule out other possible causes. Investigation has also shown that in this particular case the physician has used the loading tube to insert the product after a secondary puncture. This is clearly an off label use and the physician will be informed to read the manual for correct use of the product.

Event description:
Placement of the voice prosthesis was done directly following a repuncture. After placement, the patient had a very aggressive cough and the voice prosthesis was coughed out. The blue ring was lost in esophagus and forwarded to stomach. A new prosthesis was inserted and the patient is feeling well.